Manufacturer narrative:
Analysis: the product was not returned for analysis; therefore medtronic's investigation was limited to manufacturing record review. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: because no valve was returned for analysis, a root cause of the patient's unacceptable hemodynamics could not be determined. However, it was stated that the valve was replaced with another medtronic ats valve of a different size. The incorrect valve size may have contributed to the unacceptable hemodynamics. There were no allegations against the function of the valve. Should the product be returned, a supplemental report will be submitted.

Event description:
Medtronic received information that following the implant of this mechanical valve, the physician determined that the patient's hemo dynamics were not suitable. The valve was removed and another ats valve of a different size was successfully implanted with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.